Manufacturer narrative:
Patient information is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that post-operatively a trochanteric fixation nail advanced (tfna) short nail broke. The nail was implanted in (B)(6) 2017 and revised on (B)(6) 2018. The nail broke proximally above the lag screw. Concomitant device: tfna lag screw (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Sterile part 04.037.215s, lot h109780: manufacturing location: (B)(4). Manufacturing date: may 25, 2016. Expiration date: may 2026. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: the nail was received broken at the cross section proximal to lag screw cannulation. The balance of the device and the concomitant devices (04.038.217/h240355 and 04.005.532/l469125) returned along with the broken nail shows surface wear and use marks that is consistent with use and which would not impact the functionality. The device condition is consistent with the complaint description and therefore the complaint is confirmed. The relevant drawings were reviewed and no design issues or discrepancies were identified during investigation. Dimensional inspection performed at broken region measured the diameter within the specification. Furthermore, review of the device history record (DHR) showed that there were no issues during the manufacture of this product, including material and material properties, which would contribute to this complaint condition. Also, DHR review performed on materials showed that the raw material receiving/putaway checklist met all inspection acceptance criteria. Therefore, no issues with material was observed during investigation. Additionally, the tfna nail family risk was reviewed was found to completely address the complaint condition. Therefore, no further actions are required at the time for the given complaint condition. The given complaint condition is confirmed. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. While no root cause was able to be determined it is possible that any unintended forces encountered by the device during patient¿s post-op activities could have contributed to complaint condition. No other new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the patient presented with pain on (B)(6) 2018 and the implant was discovered to be broken. The patient was revised with another tfna. Reportedly the patient had no additional health issues at the time of the original or revision surgeries; specifically it was noted there were no reports of the patient falling. Updated concomitant devices: tfna screw (part 04.038.215s, lot h240355, quantity 1); locking screw (part 04.005.532, lot l469125, quantity 1).